Event description:
The manufacturer received an allegation that a device did not meet the acceptance criteria of the evaluation process for the following conditions: critical errors (195,290). The device was received and evaluated by the manufacturer. A review of the log files showed a depletion of the internal battery. The internal battery was replaced to address the reported issue.